Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received many no delivery alarms. The customer's blood glucose was 176 mg/dl. The customer stated the reservoir would get loose after being in the insulin pump for 10 to 12 hours and then he would receive the no delivery alarms. The customer stated that he resolved the alarm after changing the infusion set. The customer believed that placing the insulin pump inside his pocket with the tubing inside his pants may have been a cause of the issue. Advised that a replacement insulin pump would be sent. Nothing further reported.